Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1for failure analysis investigation. The unit was analyzed, and the reported 32056 error was confirmed and replicated. In logs, the 320 error on aca was followed by a 1123 error was found indicating i2c error on the pitch, confirming the fault occurred in the field. Upon visual inspection, pitch searchlight pca was found to be loose that would be related to the reported event. The usm was installed onto a golden system where 32056 error was triggered indicating faults during boot up. The unit was then installed onto a patient side cart fixture test platform (pftp) where agc current was found to be failing on the pitch searchlight with 32056, 1123 error. During testing, the pitch searchlight ffc was aba tested and was verified to the source of the fault. The probable root cause is attributed to communication error pertaining to the itch searchlight ffc of the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that error 32056 occurred against universal surgical manipulator (usm) 1. The caller rebooted the system but that did not fix the issue. The intuitive tech support engineer (tse) recommended disabling usm 1. The procedure was being complete as planned with x3 usms. There were no reports of patient injury.